Event description:
Additional information was received providing lot number. It was also reported that the staff inspected the product carefully and did not notice any crack and did not notice any defect. The problem was noticed after connecting to the patient and flushing with saline. ¿ after rinsing, air bubbles continued to appear. The product was in clinical use at the time of event and was connected to the baby. The child was tiny and the patient was unable to participate. During the ultrasound examination, wall air bubbles were observed along the entire length of the central catheter, air bubbles were observed along the entire length of the advertised product. There was no medical intervention. Delay in critical therapy due to they couldn't give meds.

Manufacturer narrative:
A photo was provided showing the 011-mc33029. The set was not attached to any mating devices and air bubbles were observed in the line. No leakage was observed. It is unknown if the air bubbles entered the line before or after disconnection from the patient and mating devices. The reported complaint of leakage and air in line could not be confirmed from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed. Lot history review was performed and no non-conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 4" smallbore trifuse ext set w/3 microclave® clear, 3 clamps, rotating luer where the customer reported before connecting, the hospital fills the extensions (each branch separately) with physiological saline and then connects them. After connecting, during the supply of drugs, air bubbles were observed along the entire length of the tubing, and a leak occurred during the supply of fluids (the connector was connected correctly). During the ultrasound examination, air bubbles were observed along the entire length of the catheter. There was unknown patient involvement; harm was not reported as a consequence of this event.